Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, we presume that due to wear of the video connector socket, electrical communication was not conduct normally, and the phenomenon ¿noise occurs on the image¿ occurred. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a loss of image without an error message. The issue occurred during an undisclosed procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.